Event description:
The customer stated that he had a blood glucose reading of 36 mg/dl and paramedics were called to his house. The customer stated that by the time the paramedics arrived, his blood glucose reading was 65 mg/dl and he was doing better. The customer reported that the insulin pump appeared to be missing screens. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.